Event description:
It has been reported to philips that the system will not boot up, it is stopping at 0:00. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that the grabber cards are not initializing. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.